Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The following cosmetic damage was noted: minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that a button error alarm occurred. The customer stated there was no response from any buttons. The customer has changed their battery, but the anomaly persisted. Customer stated they did not bump or drop their insulin pump. The customer's blood glucose was 6.9 mmol/l. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.